Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
Dealer states the wheel lock bar on the right side is bent. The dealer does not know how it got bent, possible when the user was being transported. No injury reported.